Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for spinal pain. On (B)(6) 2018, the patient reported that "years ago" when he had a pump and a stimulator, they needed to have certain amount of space between each other and they had to move them because of problems. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.